Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint: litigation alleges that patient experienced constant pain and extreme weakness in her right hip, as well as stiffness, and limited ambulatory capabilities. Additionally, it is alleged that patient's acetabular cup has failed to achieve proper bone ingrowth and that the implant generated excessive metal debris. Update: 05/03/2012 - litigation papers were received. There is no new information that would change the outcome of the investigation. Update rec'd 5/4/2015 - medical records received. Dob and dor provided. Upon revision, corrosion was noted at the trunnion. The stem and sleeve are being added to the complaint. This complaint was updated on 5/18/2015.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.